Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1805. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Mmt-1805 was requested and customer response was the device will be returned.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with a constant battery failed alarm. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Swapping out test boards confirms battery failed alarm is isolated to pcba 2. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: end cap address label fading, serial number label stained, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Cosmetic damage was confirmed at the case corner of the belt clip rails near the battery compartment and battery tube threads. Pump received with a constant battery failed alarm, problem isolated to the pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.